Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer administered a bolus that was too large for their needs. The customer's blood glucose (bg) level subsequently decreased to approximately 40 mg/dl. Customer "was taken to" the emergency room and subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and was discharged 19 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.